Event description:
It was reported that the device was implanted and explanted in early 2008, due to recurrent mr (mitral regurgitation). The health provider indicated that the explant was not device related.

Manufacturer narrative:
Device not returned.